Event description:
Customer called to report a hospitalization due to high blood glucose. Customer stated that she was severely dehydrated and could not see straight. Customer became very ill. Customer could not think straight, she knew something was wrong. The blood glucose reading at the time of the event was over 500 mg/dl. Customer was hospitalized for two days. There was a kink in the cannula. Customer believes that it was her body, not the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.